Event description:
On 5/24/97 arterial wave form noted to be flat. On inspection of catheter site the nurse described the catheter as "kinked". On attempt to unkink the suture was clipped and the catheter dislodged. On examination of the catheter it was noted to be sheared. At an angle.